Manufacturer narrative:
Device not returned.

Event description:
It was reported that the wake button was sticking. There was no adverse effect to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.